Event description:
It was reported that a patient underwent a left carotid vascular tea surgery on an unknown date and suture was used. During left carotid vascular tea surgery, the wire broke twice, requiring anastoma to be repeated. Risk for the patient: increase in clamping time, intervention. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * if possible, please confirm the number of procedures/patients affected by this issue. * were there any patient consequences? * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) based on the information available, the event appears to have occurred twice during this intervention, without any other similar occurrence being reported. Regarding the consequences for the patient, only an extension of the clamping time and the procedure was mentioned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The single complaint was reported with multiple events.